Event description:
A nurse from (B)(6) reported one buretrol IV solution administration set was found leaking solution into the buretrol chamber despite the roller clamp being shut. The patient was on an unidentified critical drug (non-adrenaline drug) when the event occurred. During the event the patient's blood pressure (bp) dropped to an unknown level. The roller clamp was taped down to prevent further leakage into the chamber. It is unknown what interventions were required. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). Baxter product analysis lab (pal) performed an evaluation. Evaluation results indicate: one unit was received with tape around the roller clamp. After removing the tape from the set, the following tests were performed: a leak test under water for leakage using 0.56 bar of air pressure. No issue was observed. A functional test on the roller clamp noted the flow was easily regulated by the roller clamp. The liquid flows correctly when the roller clamp is on and stopped when the roller clamp is off. A gravity test: was performed and no issue was observed. The liquid flows correctly. A functionality issue was not confirmed. The cause of the reported condition was undetermined.

Manufacturer narrative:
(B)(4). The sample is available but has not yet been returned to the baxter product analysis lab for evaluation. Should an evaluation be performed or additional information received a follow-up will be submitted. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.